Event description:
A customer contacted baxter technical service center regarding a patient line that was leaking during initial drain of the therapy using the home choice system. Therapy was started over with new supplies and the cassette was discarded. The reporter indicated that the leak in the cassette may have been caused when the shipping box was cut with a blade when opening. No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
Proper procedures were reviewed with the home patient.